Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Fse phone called the customer and after few hours of troubleshoot he concluded the sample loader was out of box failure. Fse was dispatched and on (B)(6) 2016 replaced the asm pc board with good results. The most probable cause of the reported event was a faulty asm board.

Event description:
On (B)(6) 2016, the customer reported obf. 708 x-1 axis errors with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results.there was no indication of patient intervention or adverse health consequences due to the delay in reporting.